Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
During implantation of the intraocular lens (iol), the trailing haptic was detached. Therefore, the surgeon removed and replaced the iol. Another iol was implanted. The operation was delayed about 20 minutes due to the removal and replacement. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 10/13/2016. Returned to manufacturer: yes. Device evaluation: an intraocular lens was received out of the pcb00v delivery/insertion system. The preloaded insertion system pcb00v unit was not received. Visual inspection at 10x microscope magnification was performed. The lens was observed with the trailing haptic detached and with part of the optic zone broken and missing. This finding may be as a result of the removal and replacement of the lens as reported. The customer's reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The review identified no non-conformance reports associated with this production order. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.